Event description:
It was reported to boston scientific corporation that in 2009, a wallflex biliary stent was used during a stenting procedure performed on a female patient. According to the complainant, the device was inserted through the scope without resistance. Once in position, the physician began to deploy the stent for 2cm. The physician then pulled back the delivery system for repositioning and attempted to reconstrain the stent into the delivery system. However, strong resistance was felt and the stent could not be reconstrained. The stent and scope were removed as a unit. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Failure to reconstrain resulting in partial deployment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.